Manufacturer narrative:
Age of device: 4 years, 9 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a pump stoppage occurred while the patient was exchanging the system controller. There was no adverse effect to the patient during the event. A log file submitted to the manufacturer's technical services for analysis indicated that the pump stoppage event was due to the driveline being disconnect during the process of exchanging the system controller. No further information was provided.

Manufacturer narrative:
An analysis of the log file provided by the account confirmed pump stops associated with the driveline being disconnected. No other atypical alarms were captured and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU provides information regarding pump speed, power, flow, and pi and explains that if the driveline disconnects from the system controller, the pump stops. It also states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times.¿ the hmii patient handbook provides detailed information regarding all alarms. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.